Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to weakness and vomiting with possible loss of consciousness. The patient stated that their "heart is going too slow" and their "pacemaker isn't working". An implantable cardioverter defibrillator (ICD) interrogation was performed, however no device or lead performance issues were observed, and the device appears to be currently functioning as programmed. The ICD remains in use. No further patient complications have been reported as a result of this event.